Event description:
It was reported that interrogation of this implantable cardioverter defibrillator (ICD) found six episodes where inappropriate therapy was delivered for atrial fibrillation with rapid ventricular response. The device was currently programmed to only one zone at 190 bpm, so technical services suggested a few programming suggestions to help prevent this type of therapy. The device remains in-service. No adverse patient effects were reported.